Event description:
During follow up with a customer regarding a check fill volume alarm, the customer reported a leak in the disposable cassette found during use. The customer would not provide any additional information. There was patient involvement but no injury or medical intervention was reported

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. A batch review could not be conducted as the lot number is unknown. The reported issue was not confirmed. As a result, an assignable cause of the reported issue could not be determined.